Event description:
Customer reported that the transmitter was not communicating with the insulin pump and her sensor was alarming lost sensor and sensor error. Customer stated that she removed her sensor and noticed that the senor cannula was there, the cannula broke off inside her body. Customer stated that she was able to remove the cannula. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2014-02420.